Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated they were still seeing the oor. Patient services reviewed that they will need to see their healthcare provider (hcp) to get it cleared. The patient report that they cannot walk very well since getting parkinson¿s. The patient¿s leg¿s don¿t work like they are supposed to because they freeze up. The dbs makes it a little smoother but the patient feels it needs to be bumped up a bit. The hcp reportedly would like to keep it on that setting for a little while before they gradually move it up.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient¿ encountered an out of regulation (oor) message on their programmer. The patient stated that they have not been feeling good for 4-5 days, and a few nights prior they did not sleep well. It was reported that they are drawing bad. They stated they are really stiff, had cramps in their legs, and something is going on. The patient also reported that they had 3 falls in one week, 3 days in a row. The patient hit their leg and is not doing physical therapy. It was not stated when the falls occurred. Technical services reviewed how to bypass the oor message, and the patient was able to do so, and the ins is on and okay. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Since implant, the programmer occasionally shows oor when checking the right ins. Yesterday, the patient was checking the implant and saw oor again. Troubleshooting was performed. They were able to clear the oor. It was noted the healthcare provider (hcp) wasn't sure why this has been happening. No further complications were reported as a result of this event.